Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: promus element plus,mr,ous 3.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage- mid stent struts are bent and lifted. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.50x24mm promus element plus drug-eluting stent was advanced for treatment but could not cross the lesion. The device was removed and it was noted that the front end of the stent struts were lifted. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.50x24mm promus element plus drug-eluting stent was advanced for treatment but could not cross the lesion. The device was removed and it was noted that the front end of the stent struts were lifted. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was stable.